Event description:
The clinician reports the implant was inserted (B)(6) 1997 in fdi 11 of the patient's mouth. On (B)(6) 2019, fracture of the implant was verified. The device was forwarded to the manufacturer. At the event the patient experienced: pain and bleeding. No further patient complications were reported.